Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "temporary pacemaker inserted and upon removal the cathode on the tip of wire dislodged into the venous circulation". Additional information states that there was no attempt to retreive the wire tip. The patient's current condtion is reported as "upon discharge the patient was fine/stable".

Event description:
It was reported "temporary pacemaker inserted and upon removal the cathode on the tip of wire dislodged into the venous circulation". Additional information states that there was no attempt to retreive the wire tip. The patient's current condtion is reported as "upon discharge the patient was fine/stable".

Manufacturer narrative:
(B)(4). The reported complaint that the "cathode on the tip of wire dislodged into the venous circulation" is confirmed based on the customer provided photo with the complaint report. The photo shows the fluoroscopic image of the patient with the distal electrode (metal tip) separated from the catheter extrusion tip. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint report due to the distal tip separation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.